Event description:
It was reported that the customer heard a beep but no alarm. Customer stated that she changed her infusion set today. Customer keeps hearing a beeping noise but nothing comes up on the insulin pump. Customer was assisted with changing the alert type from beep to vibrate. Customer performed a self test and the pump passed. Customer stated that he pump vibrated during the self test. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.